Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.

Event description:
It was reported that a mitraclip procedure was performed to treat a degenerative mitral regurgitation (mr) grade of 4 with barlow¿s valve, thickened and calcified leaflets. First clip (30816a1078, cds0706-xtw) was advanced to the mitral valve and grasp of leaflets was achieved. During deployment steps, during lock line removal, the clip was observed to open to 95 degrees. The clip was able to be opened and removed. Another clip (30821a1014, cds0706-xtw) was advanced to the mitral valve and grasp of leaflets was achieved. However, the clip was observed to open to 90 degrees while establishing final arm angle (efaa). The clip was able to be re-opened and was repositioned. The clip was able to lock and was deployed with no further complication. Another clip was implanted, reducing mr to grade 1-2. In the physician's opinion, the clip opening while locked was believed to be due to patient¿s anatomy. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open ¿ efaa) associated with clip opening during establish final arm angle/ efaa could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.